Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested.

Event description:
It was alleged that a m6-c device was collapsed. No revision is planned at this time.

Manufacturer narrative:
A1: (B)(6), a2: 37 years, a3: male, b3: 9-mar-2021, b4: 28-jul-2021, d6a: on (B)(6) 2018, d6b: on (B)(6) 2021, d8: no, g2: distributor/importer, g3: 28-jul-2021, g6: follow-up #1, h2: additional information, h3: no, not returned to manufacturer. H6: medical device problem code: 2682. Type of investigation: 4119. H10: it was reported that a radiographic x-ray imaging showed a collapsed device. With limited radiographic imaging provided, it is not possible to assess the potential role of patient conditions, m6-c placement and surgical technique. No device, serial or lot number has been provided; therefore, a review of the lot history records for the device could not be performed. No microbiology or pathology laboratory testing results were provided. Based on the limited information provided, it was not possible to determine the cause of the complaint.